Event description:
It was reported to philips that the device froze during the charge portion of operational testing. There was no reported patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was duplicated during testing in the lab. J16 pins were found to be lifted and completely detached from the pca resulting in the splash screen freezing during operation.